Manufacturer narrative:
A sample device was not received for analysis. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the intermediate vision was not adequate and the patient experienced glare. The lens was exchanged, one week after initial implantation. Additional information was requested.